Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) with less than two seconds of asystole. Additonal information states that the field representative was unsure of the cause but probably due to exit block or micro lead dislodgement. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.